Manufacturer narrative:
The device referenced in this report has been evaluated by olympus. Preliminary findings are reported. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. Physical evaluation of the complaint device reveals: two leaks are confirmed. The forceps cover glue is cut, peeling and leaking. The probe unit is loose. The biopsy channel has a tear mark and is leaking. The image has one broken element. The camera switch is cut. The scope connector is loose, open and dry. The control knob has play. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
It is reported an evis exera ii ultrasound gastrovideoscope failed the leak test. There is no patient impact realted to this occurrence.

Manufacturer narrative:
This report is being updated to provide investigation findings. New information is reported. The device history record (DHR) for the complaint device has been reviewed and it is confirmed that the device met all design and quality specification when it was shipped. The instructions for use (IFU) shipped with the device provides the user the following information related to the reported event: chapter 3 preparation and inspection 3.2 inspection of the endoscope inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Conclusion: the definitive cause of the reported events could not be established. Based on the available information the following are possible factors: there is a possibility that peeling of the glue on the distal end occurred because some external force was applied to the distal end. In addition, about 4 years and 5 months have passed since the device's manufacturer. It is possible to have been affected by aging deterioration.